Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer reported a recharging issue. The patient had an issue with the battery needing charging every day and it kept cutting out mid charge. The patient was very stressed and worried that the battery would eventually stop taking any charge.